Event description:
Pt admitted for intestinal obstruction. Tube inserted by physician on 2/6/95, at 5:50 pm. Upright abdomen x-ray ordered for 2/7/95 am. Physician read x-ray after completed. Alerted nursing unit when he arrived on unit 2/7/95 am. Removed ma tube, due to leakage of mercury into stomach from balloon on tube. New tube inserted per md.